Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation the implantable pulse generator (ipg) reported 100 percent ventricular pacing even though the lead had been programmed off. The ipg remains in use. No patient complications have been reported as a result of this event.